Event description:
A user facility has informed richard wolf gmbh an issue regarding a internal sheath resectoscope 24fr, part ID: 8675324, serial # (B)(6). According to the received information, "during surgery, sudden shearing off of an approx. 1 cm long cylindrical foreign body corresponding to the inside of the resectoscope shaft. Due to incorrect use of the snare resection, this defect was only detected optically afterwards. The foreign body was then removed endoscopically with grasping forceps. By changing the surgical technique, the patient could be treated with a prolonged surgical time as initially."

Manufacturer narrative:
Internal sheath resectoscope 24fr 8675324, batch # 1452559 was manufactured on 07/22/2020. The batch consisted of (B)(4) pieces. No issue was identified during production and no further complaints were received from the reported batch.

Manufacturer narrative:
The user reported that during surgery, an approximately 1 cm long cylindrical part corresponding to the inside of the resectoscope shaft was suddenly sheared off. Due to improper use of the resection snare, this defect was visually detected only after the fact. The foreign body was then removed endoscopically with grasping forceps. With a change in surgical technique (to resectoscopy), the patient could be treated as originally with extended surgical time. During the inspection, it was noted that the insulating insert had a clearly visible notch on the distal outer edge, indicating prior user damage to the ceramic sleeve that caused the loss during the surgery. The internal shaft for resectoscope 24fr, part ID: 8675324, from batch 1452559, consisting of (B)(4) pieces, was produced on (B)(6) 2020, the production data shows no abnormalities. One inner shaft from this batch was sold to srh kliniken landkreis sigmaringen on (B)(6) 2020. In the associated instructions for use ga-d366 / en / int / v1.0 / 2020-12, which was valid at the time of delivery, reference is made in chapter 9 "tests" to visual and functional tests and in chapter 10 "use" to the limited stability of the products. Due to the visible notch on the distal outer edge, the device should have been sorted out and should not been used. Possible hazards were classified as acceptable in the risk assessment d3 rev.04 "reusable manholes, pipes" and considered with the corresponding extent of damage and probability of occurrence.